Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin syringe. The customer states that when attempting to inject a pt with insulin, the pt made a sudden, unexpected movement, and the clinician was accidently stuck in her thumb with the needle. In response, the clinician followed the facility's exposure protocol.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.